Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring hospitalization. The physician experienced some divergence from the plan. A cios spin was done and the physician was able to navigate to the nodule which was located in the medial/lower lobe. A chest tube was not required, but the patient was observed for 1 day and then discharged home in stable condition. The diagnosis was nondiagnostic. The physician was unsure if a video was done.